Manufacturer narrative:
(B)(4).

Event description:
During the trial there were impedance measurements greater than 10,000 ohms with electrodes: 0, 1, 2, 4, 7, and 8. Reprogramming of the device was done. The patient had good results for one day only and then experienced less than 50% therapy relief. The lead was explanted. There was a visible break in the lead and it was unknown how it happened. A re-trial was planned for (B)(6). Additional information has been requested.

Manufacturer narrative:
Product ID 387460, lot# va0b1wx, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type screening device. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.